Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the drive manifold, exercise unit to no fail. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The removed drive manifold was returned to failure analysis and testing for investigation. The failure analysis and testing dept.(fat) received the drive manifold with a reported unit failure of low vacuum error. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the drive manifold into the cs 300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The failure analysis and testing dept. Performed the k6,k6a,k7,k8 leak test which failed 2 of the pressure decay tests with results of test #1 -589mmhg factory specification is +-45mmhg. Test #2 -938mmhg factory specification is +-65mmhg. Test #3 passed with a result of -15mmhg, factory specification is +-20mmhg. Indicating a large leak within the drive manifold. The fat dept. Then proceeded to perform an autofill and allowed the cs300 to pump. After approximately 20 minutes of pumping, the fat dept. Observed a low vacuum message on the display. The fat dept. Was able to replicate the failure that was reported. The drive manifold failed testing. Retaining the drive manifold in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a low vacuum alarm. There was no patient harm reported.